Manufacturer narrative:
The events of failure to interrogate was confirmed. The device was above elective replacement indicator (eri) level upon receipt. The device was unable to establish communication at room temperature. Device image was analyzed and no anomaly was noted. Further testing after cutting open the device revealed no integrated circuit (ic) output to the telemetry coil which is consistent with an integrated circuit anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an in clinic follow up, the device was not able to be interrogated. A magnet was placed and there was no response. The device was explanted and replaced to resolve this event. The patient was stable.